Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID (B)(6), study ID (B)(6), sub event (B)(6). It was reported that, patient showed t4 endplate fracture with 39 degrees proximal junctional kyphosis. T4 vertebral body fracture appreciated as well via CT. Site related assessment: adverse event was not related to the study device, possibly related to the study procedure. Sponsor assessment states the adverse event was causally related to index procedure and study device. Procedure is a staged surgery performed on (B)(6) 2025. Description of adverse event: t4 vertebral body endplate fracture onset date: (B)(6) 2025 outcome status: not recovered/resolved. Computed tomography was performed on (B)(6) 2025 and results shows confirmation of vertebral body fracture and endplate fracturing of t4. No further complications reported.

Manufacturer narrative:
B2: other - patient showed t4 endplate fracture with 39 degrees proximal junctional kyphosis. T4 vertebral body fracture appreciated as well via CT. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating t4 endplate fracture with 39 degrees proximal junctional kyphosis. T4 vertebral body fracture appreciated as well via CT. Proximal junctional kyphosis confirmed by dr. Mathew via x-ray examination. Description: t4 vertebral body endplate fracture with proximal junctional kyphosis. No further complications reported.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.